Event description:
It was reported that during a cryoablation procedure using a polarx catheter there was a blood detection error. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. It is not known if there was blood visible in the balloon. The catheter has been received for analysis.

Manufacturer narrative:
Laboratory analysis of the returned device revealed no blood residues or external abnormalities within the balloon region and no leak paths were identified during testing. The polarx device was then connected to the smartfreez console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. At this point, the device was fully assembled, and had not been dissected. The polarx device had a normal operational blood detect index of 20. The polarx device passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The inner balloon blood detect wires were split. A false blood detection error was confirmed, which was due to damage to the insulation between the blood detection wires, causing the wires to split and interact with one another and trigger a false blood detection error.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure using a polarx catheter there was a blood detection error. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. It is not known if there was blood visible in the balloon. The catheter is expected to be returned for analysis.